Event description:
Seven months after stent implantations, there was restenosis requiring re-ptca. This patient presented to cath with recent mi within 72 hours unprotected left main and 2-vessel disease was present. Pre-procedure cardiac enzymes were as follows: crp was 1 time above upper normal limits, ck one time above upper normal limits, ck-mb and troponin were within normal limits pre-procedure medications included asa, statins, beta-blockers anti-anginals. Intra-procedure medications included plavix, anti-anginals and reopro. Pci was performed on a de novo lesion in the mid lad of 16mm in length in a 2.5mm diameter vessel with moderate tortuosity of the proximal segment. The (b2) eccentric lesion was characterized with an irregular contour, moderate calcification and thrombus absent. The lesion was pre-dilated with a 2.0x20mm balloon at 12 atm before deploying one 2.5 x 18mm cypher stent (lot # unknown) at 14 atm with satisfying results.